Event description:
Report provided by his wife states that the end user has experienced a red, itchy rash under the tape collar portion of the appliance only. Using an adhesive remover, soap, an ostomy powder, and a barrier wipe. The wife of the end user was instructed on appropriate skin care. The end users friend declined being sent a trail of an alternative style appliance. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.